Event description:
It was reported to philips that the device experienced an error when retrieved for use.

Manufacturer narrative:
Updated the evaluation method code grid.

Manufacturer narrative:
Updated the evaluation method code grid.